Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt presented with a foreign body sensation in the left eye two days post lasik. The pt was noted to have a small particle on the cornea. The particle was monitored for a few weeks until it was determined that it was not biodegrading. The particle was removed at a later appointment. Additional info provided states that the foreign body was a fiber. The pt's symptoms are clear and the pt is not taking any medication.